Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. It was observed that the catheter would not deploy properly into flower without inverting the center lumen. Also, it was observed that the guidewire became stuck with tissue impingement. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.